Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was 537 mg/dl. The customer was treated with manual injection. The customer was advised that the alarm may be due to site, set or reservoir issues. The customer was advised that the device would be replaced. The customer was advised to retrieve and save pump settings and revert to a backup plan. The customer declined troubleshooting.